Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was difficult to open and close and drawer had a bad rail. A field service engineer removed pockets from drawers 3.1 and 3.2, powered the station down, removed the drawer from the station, placed a new drawer into the station, manually opened both drawers and added cut pockets, plugged the drawer in, and powered the station back on. The fse configured the storage space and programmed the new drawer as drawer 3. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was difficult to open and close and had bad rail. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.